Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): no anomalies found. Partial lead in segments returned and analyzed. Additional findings of outer insulation cosmetic depression and blood in/on helix mechanism.

Event description:
It was reported the right atrial lead dislodged during the extraction of the right ventricular lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.